Manufacturer narrative:
The lead was damaged in the process of explant and was disposed of by the hospital. The lead will not be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a revision procedure for a left ventricular (lv) lead anomaly, it was discovered that the pace sense portion of the high voltage right ventricular (rv) lead had previously been surgically abandoned. The field representative inquired with the clinic as to why and when this occurred. The clinic notes indicated that one day post implant the rv lead exhibited loss of capture (loc) due to high threshold measurements. A revision procedure was performed one day post implant and the physician surgically abandoned the high voltage portion of the rv lead. At that time a new pace sense lead was implanted and the shocking portion of the lead remained in service. When the previous device was changed out and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) three years later, the implanting physician decided to keep the previous configuration using just the shocking portion of this lead. During this lead procedure, the patient was upgraded to a magnetic resonance imaging (MRI) compatible crt-d and the physician elected to explant this high voltage rv lead. The lead was damaged during the explant procedure. A new lead was successfully implanted. No additional adverse patient effects were reported.